Event description:
This event was reported as a ring explanted after 10 years implant duration due to severe tricuspid regurgitation (on echo) and recurrent congestive heart failure. Tricuspid valve leaflets involved with rheumatic disease. No further info was provided.